Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 1999. The pt's infrarenal aortic neck was reported to be elongated and severely tortuous with both a 90-degree curve and a 60-degree curve. The pt was not a candidate for open surgical repair. It was reported that the bifurcated stent graft moved distally during implant due to the severe angulation of the infrarenal aortic neck. A 24 mm diameter x 3.75 cm length aneurx aortic extension cuff was implanted proximal to the bifurcated stent graft to achieve an adequate seal. It was reported that over time the aortic extension cuff migrated distally. In 2000 two 28 mm diameter x 6 cm length aneurx thoracic stent grafts were implanted proximal to the aneurx extension cuff. It was reported that good results were achieved and the stent graft was stable for a period of 28 months. A CT scan in 2002 demonstrated a disconnection between the bifurcated stent graft and the proximal aortic extension cuff. In 2002 a 28 mm diameter x 9.5 cm length aneurx straight stent graft was implanted. The distal end was placed inside the bifurcated stent graft and the proximal end was placed inside the thoracic stent grafts. A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was implanted at the level of the bifurcated stent graft for added fixation. The stent grafts were reported to be stable until 2004 when a CT scan demostrated unk proximal damage. Laparotomy was performed in 2004 and the proximal portion of the stent grafts were explanted and the distal part of the stent graft was sutured to the native aorta. No additional sequelae were reported and the pt was reported to be doing well. Medtronic is pending receipt of the explanted stent grafts.